Event description:
The customer reported that the system would display a communication failed error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired broken wires in the interconnect cable. The system was tested and found to be working as intended and put back in service.